Event description:
It was reported that the 6800 system displayed a collimator stuck error message during a case. The system was rebooted and the case completed. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the collimator. The collimator was replaced. The system was tested and found to be working as intended and placed back into service.